Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
11/06/2017 05:52:36 rfc_repairs (rfc_repairs) po for $1,625. 11/21/2017 07:47:48 luan luong (lluong) waitng cusromer approve the chrged. 01/03/2018 09:29:47 jessica galang (jgalang) updated from mnr to mjr for the major repair needed per luan luong, service tech. Repair approved by joshua alfaro at joshua.alfaro@uhs-sa.com for $1625 for a new oridion board. No change to the po#. 01/09/2018 05:03:31 luan luong (lluong) 570.6200 and leak (bad oridion bd). Replace oridion board. Oridion vo no longer available. New co2 board p/n h000153 is used. Per co 1077133, replaced with shielded rear case and ferrite cable. Sku is updated to 11634567. Front case cracked l and r near the microstream. Error 511 .2010 cause by u7 socket. Use co # 513743 to fix problem (u7 socket). We do not have tool to remove socket 01/09/2018 07:38:41 annette a mendez (amendez) 1z9791540271138121 06/21/2018 11:10:56 joseph kuhls (jkuhls) file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi (B)(4). This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi (B)(4), and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi (B)(4) and (B)(4), which required a level 2 customer advocacy quality review, also per swi (B)(4).